Event description:
The user facility reported that the angio-seal anchor did not come out of the sheath. The whole system was pulled out of the artery. Manual compression was done. The procedure performed was a percutaneous transluminal angioplasty (pta). Hemostasis was achieved by manual compression. The size of the procedural sheath used prior to the vascular closure device (vcd) device was 6fr. There were no difficulties with arterial access, sheath, guidewire or catheter insertion. A pre-deployment angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the device. The estimated blood loss was less than 250cc. There was no harm to the patient. The patient was stable. The 0.035" guidewire from the angio-seal 6f was used during the procedure.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot# combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. Two 6fr angio-seal vips were returned for product evaluation. The returned sample included two header bags, two hemostasis sheaths, two carrier tube assemblies, one arteriotomy locator and one guidewire. The returned devices were subjected to visual analysis. The carrier tube assemblies were mated to the hemostasis sheaths. Both devices did not show any signs of damage or deformation. Functional testing was performed. The first sheath and carrier tube were reset to forward lock position. The anchor was observed to come out of the sheath tip. The carrier tube was pulled back and the locking mechanism was set to rear lock position. The anchor was observed to be posted to the tip of the sheath. The anchor was pulled, and the collagen, suture and tamper tube released from the sheath tip. The second sheath and carrier tube were reset to forward lock position. The anchor was observed to not be released. The carrier tube was pulled back to rear lock position. The carrier tube shaft was observed to be kinked. The kink prevented the carrier tube from being fully inserted into the sheath. The carrier tube on the second device was unmated from the hemostasis sheath. The anchor, collagen and tamper tube were observed to not be in the sheath. The carrier tube was observed to be covered in blood-like substances. The complaint can be confirmed for device pullout based on the state of the returned devices, the exact root cause cannot be determined. The likely root cause is an obstruction prevented the anchor from posting to the tip of the hemostasis sheath. The devcie history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).